Event description:
This hosp reported that this unit failed on an open heart surgery pt. Respiratory therapy was alerted to the failure by alarms of other equipment connected to the pt. At that moment this unit was found to be inoperative with no audible alarm with code "sram." No injury occurred.